Manufacturer narrative:
(B)(4). The stent delivery system was returned for analysis. The stent was damaged at the proximal end. The stent struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. No issues were noted with the profile of the devices tip. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion and hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08689. Reportable based on device analysis completed on 25-nov-2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). Following predilation with a 2.0mm balloon catheter, a 2.75mmx38mm promus premier¿ stent was implanted. Subsequently, a 16mmx2.75mm promus premier¿ stent was advanced but failed to cross the lesion. Another 12x2.75mm promus premier¿ stent was advanced to treat the lesion; however, the stent still failed to cross the distal lesion. The procedure was completed with a different device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed proximal stent damage.